Manufacturer narrative:
The device was returned for analysis. The reported ¿the knot came out of the anatomy unraveled¿ could not be tested/confirmed, due to device components not being returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the physician had not removed the guide wire prior to deploying the device. It should be noted that the electronic proglide instructions for use (IFU) states: backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the guide wire exit port crosses the skin line. It appears that the IFU violation contributed to the reported difficulty. The reported difficulty appears to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices with a 7f sheath after a vein graft stenting procedure. Reportedly, a proglide device was deployed; however, the suture snapped while the device was being removed. Upon withdrawal of another proglide device, where the guide wire was still in during plunger deployment, the suture was seen. After gently holding the suture as the device was removed, the knot came out of the anatomy unraveled. A non-abbott device was also attempted; hemostasis was not achieved. Manual arterial compression was used to ultimately achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.